Event description:
Sorin group (B)(4) received a report that after the console was turned on, the s5 pump was unable to start up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group (B)(4) received an email stating that the issue was resolved on site and that no parts would be returned for evaluation. Without parts being returned, the reported problem could not be confirmed and no root cause could be determined. No further action is deemed necessary.